Manufacturer narrative:
(B)(4). The information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: he uses this vicryl throughout the entire procedure. Unable to say what exact layer as he uses it for majority of his cases to close tissue events were submitted via (B)(4)

Event description:
It was reported that a patient underwent a urology procedure in 2021 and suture was used. During the procedure, it was reported by the sales rep that during a pediatric urology procedure two sutures broke. A third suture was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.